Manufacturer narrative:
Blocks b3, b5, h6: device codes and h6: impact codes have been updated based on the new information received on november 2, 2022. Correction to block g2. Block b3 date of event: date of event was approximated to (B)(6) 2015, mesh revision date, as no event date was reported. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6). Block h6: patient code e1307 captures the reportable event of unknown injury. Impact code f1905 captures the reportable event of mesh revision.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during an anterior vaginal repair, cystoscopy, advantage tape placement procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced an unknown injury. **additional information received on november 2, 2022: on may 14, 2015, the patient underwent division of mesh and cystoscopy. Findings included tight sling and narrowing in distal urethra.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2014, implant date, as no event date was reported. (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted into the patient during an anterior vaginal repair, cystoscopy, advantage tape placement procedure performed on (B)(6) 2014. As reported by the patient's attorney, the patient has experienced an unknown injury. Boston scientific has been unable to obtain additional information regarding the event to date.